Event description:
In preparation for surgery, a routine chest x-ray revealed the presence of a retained guide wire that was presumably related to the insertion of a central line six (6) months earlier. A defect in the device could not be ruled out. An attempted femoral percutaneous removal of the guide wire revealed that it was incorported into the wall of the vessel. Further attempts were deemed to be unwarranted and that it would not pose a threat to the pt's health.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.